Event description:
Patient reported their bite is off. Their bottom teeth are leaning to one side. Patient provided a letter of recommendation from their dentist that states during exam, patient stated they are unhappy with byte aligners. Patient has a measured overjet of 6mm on #9 and 6mm on #8. Patient is only occluding on #12 and 21 on the left side. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.